Event description:
It was reported that during the implant procedure, it was difficult to move the guidewire inside the lead. Another guidewire was tried, but with the same result. The lead was then replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies found, however blood was noted on all conductors (not obstructed).